Event description:
Philips received a complaint from the customer reporting that the universal stand had bad wheels. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's universal stand had bad wheels. During troubleshooting, the rse informed the customer, that the old stand was no longer serviceable. The rse noted that the customer was converting the v60 ventilator with the v60 stand and required the part numbers for additional parts. The customer was provided with the part numbers for a replacement foot kit, tank bracket strap, and tank holder upper bracket. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and the customer reported that the entire cart was replaced. The device was returned to service.